Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A full osseotite® tapered implant 5 x 8.5mm (item #fnt585) was received for investigation with its cover screw. Visual inspection of the returned product identified signs of wear due to usage and a coating of bone residue, but no signs of significant damage or deformation. Functional testing to recreate the reported events could not be performed due to the nature of the events. The product's dimensions were measured with and found to be within the specifications in the product's engineering drawing. The reported device was located on an unreported tooth # and was used for approximately 6 years. Pictures or x-ray images were not provided to evaluate of periimplantitis a device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported peri-implantitis. The reported complaint of infection and bone loss could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient suffered infection and bone loss. The implant was subsequently removed.